Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that low vacuum during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the third complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. A used pak was returned and visually inspected; no obvious defects were found. The returned sample was visually inspected and no obvious defects were found. The ball in the check valve of the drip chamber moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and pass intraocular pressure calibration successfully. The aspiration flow rate was then tested on the console. The probe aspiration flow rate did not meet specification. Visual inspection of the probe manifold observed the aspiration line of the was bent at the tubing insertion to the probe engine. The defect affected the probe aspiration flow rate. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The most likely root cause for the customer¿s event is a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the third complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. A used pak was returned and visually inspected; no obvious defects were found. The returned sample was visually inspected and no obvious defects were found. The ball in the check valve of the drip chamber moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and pass intraocular pressure calibration successfully. The aspiration flow rate was then tested on the console. The probe aspiration flow rate did not meet specification. Visual inspection of the probe manifold observed the aspiration line of the was bent at the tubing insertion to the probe engine. The defect affected the probe aspiration flow rate. No air leak was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The most likely root cause for the customer¿s event is a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).